Event description:
It was reported that the ventilator stopped operating during transport while connected to a pt. The pt was removed from the ventilator and manually ventilated for the remainder of the transport (approx 40 mins). The customer states there were no alarms. No pt harm reported. The customer stated that they had connected the external battery cables to each other, so there was no battery connection to the input of the ventilator internal battery was not holding a charge.